Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a hawkone for the treatment of a 55% stenosed severely calcified 36mm lesion in the patients mid left superficial femoral artery of diameter 6mm. Moderate tortuosity was reported and the patient anatomy was reported as difficult to cross the bifurcation. The device was inspected before use and prepped without issue. A 0.35 trailblazer was used to deploy the spider. The hawkone device completed at least 10 passes. The device was removed and reinserted and completed an additional 8 to 10 passes. The device became severely wire wrapped. As the physician attempted to remove the device from the body the catheter from the cutter broke off in the sheath. A 7fr 55 non-medtronic sheath was used to retrieve the device as the physician was forced to pull the sheath with the catheter inside. The hawkone and spider were removed from the patient and the procedure was completed with a drug coated balloon. No fragments remained in the patient and no injury was reported.

Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver. The hawkone was removed from the packaging and inspected. The torque shaft was bent at an approximate 90-degree angle beneath the strain relief. It was discovered the distal assembly coiled housing fractured off from the catheter. The location of the fracture occurred at the distal edge of the tantalum sleeve. The tecothane coating showed a jagged surface at the area of the fracture. The stainless steel beneath the sleeve showed a jagged surface consistent with a ductile circumferential fracture. The area of the proximal end of the guidewire tubing of the distal assembly was fractured off and was not returned. Inspection of the distal segment could not be performed. The distal tip of the hawkone which as reported was fractured within the introducer sheath was not returned. If information is provided in the future, a supplemental report will be issued.